Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-aug-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. There was moisture corrosion and rust in the battery compartment. During investigation, the pump was unable to power on due to battery compartment moisture. No further testing for the power issue was able to be completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. Intermittent power with no damage to the pump or the battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. On dd-mmm-yyyy, the reporter contacted animas, alleging a [power] issue. It was reported that the issue occurred that day during or immediately after a battery change. There was no indication that the product caused or contributed to an adverse event or required medical intervention. This complaint is not being reported because the power issue occurred during a battery change. Therefore, it was obvious and detectable.